Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported via medwatch " iabp an (intra-aortic balloon pump) with repeated large helium leak, possible helium loss 3" and "purge failure" alarms on ECMO patient. Teleflex helpline call tightening connections did not resolve the alarm. Console exchanged with resolution of the alarm". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via medwatch " iabp an (intra-aortic balloon pump) with repeated large helium leak, possible helium loss 3" and "purge. Failure" alarms on ECMO patient. Teleflex helpline call tightening connections did not resolve the alarm. Console exchanged with resolution of the alarm". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.